Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator indexed two times during the 15th firing sequence thus, it over traveled. This finding is not related with the incident reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw did not open at the 12th firing. The jaw was opened by returning the trigger to the home position by hand. After that, the device was fired properly at the 13th and 14th firing. The device was fired on a contrast tube before the event. The clip was fed into the device properly before this event. The doctor commented that there was a difficulty in grasping the trigger. There were no adverse consequences for the patient.